Manufacturer narrative:
Corrosion was observed on the pcb through the bottom housing and the top housing was observed to be cracked. The exposed portion of the soft cannula was observed to be damaged and the formed needle was exposed. The timing and cause of the damage to the soft cannula could not be determined. Upon opening the device, corrosion was observed inside the device and post-use damage was also found on various internal components; the formed needle was also not properly seated in the slide retract. The reservoir, reservoir cap, mechanism rails and linkage assembly were found to be crushed and damaged. The ratchet gear teeth were also found to be burred and damaged. Damage to the mechanism rails caused by post-use allowed the formed needle to pop out of the slide retract resulting in an exposed needle. The cracks on the top housing of the returned device were sufficient to allow fluid to enter and corrode the internal components, however, it could not be determined, how or when the cracks occurred. Additionally, how, and when the corrosion occurred on the internal components could not be determined. The data was unable to be extracted from the device after multiple attempts. The device was unable to connect due to depleted batteries during the initial download, so a power supply was used to power the device with 3 volts to download the data, however, this method produced no results. The device was unable to be reset and shelf mode current could not be measured due to corrosion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 4 and 24 hours, while wearing it on the abdomen. For treatment, no treatment information given.